Manufacturer narrative:
The user facility has retained the device. Therefore, the reported failure could not be verified and a root cause cannot be determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformance's regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year review of complaint history revealed (B)(4) similar complaints for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. The user is advised to avoid contact between vcare and dissecting instruments during uterine dissection and excision to avoid risk of patient injury. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Upon removing vcare, the surgeon should visually inspect the device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and the complaint investigation.

Event description:
The procedure performed was a robotic hysterectomy with bilateral salpingo-oophorectomy with the assistance of a vcare device. While dividing uterosacral tissue with a harmonic scalpel, the scalpel went a little deeper and engaged the vcare cup. A small fleck of the device came off. The fleck was grasped to be removed from the patient's abdomen, but fell out of the jaws as the surgical team was trying to bring it out through the trocar. The fleck was unable to be located. The procedure was completed with a surgical delay of a few minutes. No patient injury was reported. The surgeon notified the patient of the incident. The fleck of plastic was searched for three times during the procedure. The clinician decided at a certain point that the risk to the patient to leave the fleck in situ was very low compared to the risk of prolonging the procedure and the time under anesthesia. The clinician reported there would be no benefit to the patient in re-opening her to look for such a small fleck. The patient was discharged home the following day post-procedure, and had an ob/gyn clinic visit on (B)(6) 2017. According to the follow up visit, the patient was healing well with no reported complications. This report is raised on the basis of a reported malfunction with potential for injury with reoccurrence.